Manufacturer narrative:
Compliant investigation underway and will be attached to this report.

Event description:
During a tcar procedure on (B)(6) 2022, after placement of the initial stent, an unknown change was identified in the distal rcca during imaging. The physician was unable to confirm that the change in imaging was considered a dissection. At this time, it unknown whether the 0.14" guidewire or the tip of the sds caused the change in imaging. The physician elected to place an additional stent over the distal rcca to resolve the reported event.

Manufacturer narrative:
Compliant investigation underway and will be attached to this report.

Event description:
During a tcar procedure on (B)(6) 2022, after placement of the initial stent, an unknown change was identified in the distal rcca during imaging. The physician was unable to confirm that the change in imaging was considered a dissection. At this time, it unknown whether the 0.14" guidewire or the tip of the sds caused the change in imaging. The physician elected to place an additional stent over the distal rcca to resolve the reported event.